Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic to explant the insertable cardiac monitor as the device was no longer necessary. During the procedure, the plastic device header separated. The device was explanted. The patient had no consequences.